Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to (B)(6) 2010 and from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions indicating a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no insulin delivery issues. During investigation, a bolus was programmed, delivered, and accurately recorded in the pump history; time and date settings were found to be correct. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient obtained occlusion alarms on pump, but these were not recorded in the pump's alarm history. At 7:00 am, the patient's blood glucose reading was 157 mg/dl and she bolused 2.05 units for breakfast - this bolus was recorded in the pump history. The patient's school nurse reported an occlusion alarm occurred, however, this was not recorded in the pump history. At 8:46 am the patient primed the pump 4 units. At 9:30 am the patient experienced the symptoms of shaking, weakness, confusion and he was semi-conscious. The patient was given 'quick acting carbohydrates', and his subsequent blood glucose reading was 27 mg/dl.